Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a bd facsvia flow cytometer¿ 656874 that they obtained wrong or erroneous results for ivd. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 09sep2019 to date 09sep2020. Complaint trend: there are 4 complaints related to the issue of collecting erroneous results. Date range from 09sep2019 to date 09sep2020. Manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6), file (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer obtaining erroneous results was due to a reset of the customer¿s settings after the instrument was serviced. The customer settings were reset causing a compensation and gating concerns, in which they had to recalibrate using the fc beads. The fse (field service engineer) confirmed this and resolved their issues assisting with setup and calibration. No parts were requested for evaluation as no parts were replaced. After the calibration the instrument was tested and was performing as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was discarded once realized of the unexpected results. The customer confirmed that the patient sample was rerun again later after calibration with no further issues. Proper quality control, data acquisition and troubleshooting instructions can be found in the bd facsvia system instructions for use manual starting on pages 55, 75 and 137. After the recalibration the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 08nov2016. Defective part number: work order notes: o subject / reported: 656874 - bd facsvia - wrong result. O problem description: the customer reports that the tool was serviced yesterday by the technician. The pqc passes smoothly. However, the signal in the pe channel is incorrect. Populations are not identified. The problem appeared during the imk assay and is common to several different antibodies all labeled with pe. Photos attached to the case. O work performed: on 01-10-20 performed quality control cst and fc beads recalibration, data saved in teraterm. Sample inspection visit with customer scheduled next week. O cause: recalibration of fcbeads. O solution: functional check of the instrument, cst check and recalibration with fc beads performed. Check next week with samples. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000176773ra, vers. D, facsvia,clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? . O ID: 3.2.11. O hazard: user changes run settings on instrument that passed qc mode o cause: user allowed to adjust threshold or compensation settings to optimize them o harmful effects: inaccurate results. O risk control: - pcfl-3414 ¿ threshold modified message. - pcfl-3415 ¿ compensation modified message. - operate only as directed in the IFU ¿general system precautions ¿ safety and limitations guide. O implementation verification: - tp-133, tp-151. - tp-133, tp-151. - 23-14661-00 bd facsvia¿ safety and limitations. O effectiveness verification: - verification report ¿ pm076. - tp-151 plasma count test definition. Pass date: 11-jun-2015. - tp-133 leucocount test definition. Pass date: 28-aug-2014. O propabiltiy: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none. Mitigation(s) sufficient . Root cause: based on the investigation results the root cause was due to the customer¿s setting was reset. Conclusion: based on the investigation results, the root cause of the customer obtaining wrong or erroneous results for ivd on the facsvia instrument was due to the resetting of their settings. The fse confirmed the issue and helped recalibrate and set up their settings for proper compensation and gating. After the calibration, the instrument was rebooted, tested, and functioning as expected. Although patient samples were used, no one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that during use with a bd facsvia¿ flow cytometer the populations are not being identified properly on patient samples. The results were not reported and there was no reported patient impact. The following information was provided by the initial reporter: the customer reports that the instrument was serviced yesterday by a technician. The pqc passes smoothly. However, the signal in the pe channel is incorrect. Populations are not identified. The problem appeared during the imk assay and is common to several different antibodies all labeled with pe. Were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? Incorrect results were obtained but operator immediately realized there was an issue and discarded them. Any treatment provided to the patient based on the result? No. Was there any harm to the patient? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facsvia¿ flow cytometer the populations are not being identified properly on patient samples. The results were not reported and there was no reported patient impact. The following information was provided by the initial reporter: the customer reports that the instrument was serviced yesterday by a technician. The pqc passes smoothly. However, the signal in the pe channel is incorrect. Populations are not identified. The problem appeared during the imk assay and is common to several different antibodies all labeled with pe. Were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? Incorrect results were obtained but operator immediately realized there was an issue and discarded them. Any treatment provided to the patient based on the result? No. Was there any harm to the patient? No.